Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure (batch no. C18717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, iodine allergy, bacterial vaginosis, pain, fibromyalgia, polymyalgia rheumatica, dizziness, sneezing, right sided paralysis, trembling, subarachnoid haemorrhage, hepatitis a, tubal ligation, vascular disorder peripheral, gait disturbance, weakness, cesarean section, chest pain, multigravida, miscarriage and parity 5. Previously administered products included for birth control: ortho micronor from (B)(6) 2013 to (B)(6) 2014, paragard in 2012 and loestrin 24 fe in 2012; for anxiety: zoloft from 2008 to (B)(6) 2013 and venlafaxine from 2008 to (B)(6) 2013; for an unreported indication: vitafol one from (B)(6) 2014 to (B)(6) 2015, caffeine from (B)(6) 2013 to (B)(6) 2013, acetaminophen from (B)(6) 2013 to (B)(6) 2013, butalbital from (B)(6) 2013 to october 2013 and pcp. Concurrent conditions included genitourinary tract infection nos, dysuria, vomiting, frequency urinary, back pain, localised numbness, urinary urgency, vaginal discharge abnormality, chills, diarrhea, pyelonephritis, bilateral staghorn calculi, cramp in lower abdomen, fibrosis, salpingitis, pain in extremity, myalgia, nervous system disorder, shortness of breath, neck pain, leukocytosis, autoimmune disorder, rhabdomyolysis, lupus erythematosus, numbness of upper extremities, tingling, flank pain, muscle pain, burning sensation, general body pain, osteomyelitis, electrolyte abnormality and psychiatric disorder nos. Concomitant products included medroxyprogesterone acetate (depo provera) since 2009 to (B)(6) 2015 for birth control and menses irregular, ondansetron for nausea, ciprofloxacin hydrochloride monohydrate (cipro), metronidazole (flagyl) and phenazopyridine hydrochloride (pyridium) for vaginal discharge as well as aciclovir (vilafar), amoxicillin from (B)(6) 2015 to (B)(6) 2016, azithromycin (zithromax z-pak), butalbital;paracetamol (butalbital and acetaminophen), clarithromycin (macrobid) from (B)(6) 2015 to (B)(6) 2016, codeine, difluprednate (prenate), doxycycline hyclate, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), fluconazole (diflucan), gabapentin, ibuprofen from (B)(6) 2015 to (B)(6) 2016, ketorolac tromethamine (tora dol), naproxen, norethisterone (micronor), paracetamol (tylenol) from (B)(6) 2015 to (B)(6) 2016 and tramadol. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain abdominal"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and migraine ("migraines / headaches"). On an unknown date, the patient experienced depression ("psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition: anxiety and mental anguish"). The patient was treated with ibuprofen, sertraline hydrochloride (zoloft) and surgery (total hysterectomy (uterus and cervix removed),bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia and dyspareunia had resolved, the dysmenorrhoea was resolving and the fatigue, urinary tract infection, nausea, depression, anxiety, vaginal discharge and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : implant date (B)(6) 2015, plantiff previously reported hysterosalpingogram now patient not undergo essure confirmation test. The number of coils right side visualized was 3. Number of coils left side visualized was 2. Discrepancy to be noted: essure confirmation test not done (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): caesarean section - on (B)(6) 2015: denies ectopic pregnancies.. Candida test - on (B)(6) 2014: candida albicans ¿ positive. Computerised tomogram abdomen - on (B)(6) 2015: bilateral nonobstructing renal calculi. Calcification of the pelvis are presumed vascular given lack of hydronephrosis . Distal ureteral calculus would be difficult to exclude, however. Computerised tomogram head - on (B)(6) 2016: no acute intracranial findings. Culture urine - on (B)(6) 2014: gardner ella interp ¿ detected megasphaera interp ¿increased. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2015: unremarkable pelvic ultrasound as detailed above.; on (B)(6) 2015: unremarkable pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, nausea, vaginal discharge, migraine, uti, pelvic pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure (batch no. C18717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, iodine allergy, bacterial vaginosis, pain, fibromyalgia, polymyalgia rheumatica, dizziness, sneezing, right sided paralysis, trembling, subarachnoid haemorrhage, hepatitis a, tubal ligation, vascular disorder peripheral, gait disturbance, weakness, cesarean section, chest pain, multigravida, miscarriage and parity 5. Previously administered products included for birth control: ortho micronor from (B)(6) 2013 to (B)(6) 2014, paragard in 2012 and loestrin 24 fe in 2012; for anxiety: zoloft from 2008 to (B)(6) 2013 and venlafaxine from 2008 to (B)(6) 2013; for an unreported indication: vitafol one from (B)(6) 2014 to (B)(6) 2015, caffeine from (B)(6) 2013 to (B)(6) 2013, acetaminophen from (B)(6) 2013, butalbital from (B)(6) 2013 and pcp. Concurrent conditions included genitourinary tract infection nos, dysuria, vomiting, frequency urinary, back pain, localised numbness, urinary urgency, vaginal discharge abnormality, chills, diarrhea, pyelonephritis, bilateral staghorn calculi, cramp in lower abdomen, fibrosis, salpingitis, pain in extremity, myalgia, nervous system disorder, shortness of breath, neck pain, leukocytosis, autoimmune disorder, rhabdomyolysis, lupus erythematosus, numbness of upper extremities, tingling, flank pain, muscle pain, burning sensation, general body pain, osteomyelitis, electrolyte abnormality and psychiatric disorder nos. Concomitant products included medroxyprogesterone acetate (depo provera) since 2009 to(B)(6) 2015 for birth control and menses irregular, ondansetron for nausea, ciprofloxacin hydrochloride monohydrate (cipro), metronidazole (flagyl) and phenazopyridine hydrochloride (pyridium) for vaginal discharge as well as aciclovir (vilafar), amoxicillin from (B)(6) 2015 to (B)(6) 2016, azithromycin (zithromax z-pak), butalbital;paracetamol (butalbital and acetaminophen), clarithromycin (macrobid) from (B)(6) 2015 to (B)(6) 2016, codeine, difluprednate (prenate), doxycycline hyclate, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), fluconazole (diflucan), gabapentin, ibuprofen from (B)(6) 2015 to (B)(6) 2016, ketorolac tromethamine (tora dol), naproxen, norethisterone (micronor), paracetamol (tylenol) from (B)(6) 2015 to (B)(6) 2016 and tramadol. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pain"), abdominal pain ("pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and migraine ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric condition: anxiety and mental anguish / psych injury"), hypersensitivity ("allergy: other") and vaginal infection ("(interpreted as urinary tract infection) vaginal"). The patient was treated with ibuprofen, sertraline hydrochloride (zoloft) and surgery (total hysterectomy (uterus and cervix removed),bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fatigue, nausea, depression, anxiety and migraine outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dyspareunia, urinary tract infection, vaginal discharge, hypersensitivity and vaginal infection had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted : implant date (B)(6) 2015, plaintiff previously reported hysterosalpingogram now patient not undergo essure confirmation test. The number of coils right side visualized was 3. Number of coils left side visualized was 2. Discrepancy to be noted: essure confirmation test not done (as per pfs). Received treatment for pain, psych injury, migration and bladder/urinary problem. Previously reported essure removal date provided as : (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): caesarean section - on (B)(6) 2015: denies ectopic pregnancies.. Candida test - on (B)(6) 2014: candida albicans ¿ positive. Computerised tomogram abdomen - on (B)(6) 2015: bilateral nonobstructing renal calculi. Calcification of the pelvis are presumed vascular given lack of hydronephrosis . Distal ureteral calculus would be difficult to exclude, however.. Computerised tomogram head - on (B)(6) 2016: no acute intracranial findings. Culture urine - on (B)(6) 2014: gardner ella interp ¿ detected megasphaera interp ¿increased. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2015: unremarkable pelvic ultrasound as detailed above.; on (B)(6) 2015: unremarkable pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, nausea, vaginal discharge, migraine, uti, pelvic pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: new events- "migration, uti, vaginal discharge, and hypersensitivity added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device breakage ('fracture/expulsion: fracture') in a 30-year-old female patient who had essure (batch no. C18717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, iodine allergy, bacterial vaginosis, pain, fibromyalgia, polymyalgia rheumatica, dizziness, sneezing, right sided paralysis, trembling, subarachnoid haemorrhage, hepatitis a, tubal ligation, vascular disorder peripheral, gait disturbance, weakness, cesarean section, chest pain, multigravida, miscarriage and parity 5. Previously administered products included for birth control: ortho micronor from (B)(6) 2013 to (B)(6) 2014, paragard in 2012 and loestrin 24 fe in 2012; for anxiety: zoloft from 2008 to (B)(6) 2013 and venlafaxine from 2008 to (B)(6) 2013; for an unreported indication: vitafol one from (B)(6) 2014 to (B)(6) 2015, caffeine from (B)(6) 2013 to (B)(6) 2013, acetaminophen from (B)(6) 2013 to (B)(6) 2013, butalbital from (B)(6) 2013 to (B)(6) 2013 and pcp. Concurrent conditions included genitourinary tract infection nos, dysuria, vomiting, frequency urinary, back pain, localised numbness, urinary urgency, vaginal discharge abnormality, chills, diarrhea, pyelonephritis, bilateral staghorn calculi, cramp in lower abdomen, fibrosis, salpingitis, pain in extremity, myalgia, nervous system disorder, shortness of breath, neck pain, leukocytosis, autoimmune disorder, rhabdomyolysis, lupus erythematosus, numbness of upper extremities, tingling, flank pain, muscle pain, burning sensation, general body pain, osteomyelitis, electrolyte abnormality and psychiatric disorder nos. Concomitant products included medroxyprogesterone acetate (depo provera) since 2009 to (B)(6) 2015 for birth control and menses irregular, ondansetron for nausea, ciprofloxacin hydrochloride monohydrate (cipro), metronidazole (flagyl) and phenazopyridine hydrochloride (pyridium) for vaginal discharge as well as aciclovir (vilafar), amoxicillin from (B)(6) 2015 to (B)(6) 2016, azithromycin (zithromax z-pak), butalbital;paracetamol (butalbital and acetaminophen), clarithromycin (macrobid) from (B)(6) 2015 to (B)(6) 2016, codeine, difluprednate (prenate), doxycycline hyclate, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), fluconazole (diflucan), gabapentin, ibuprofen from (B)(6) 2015 to (B)(6) 2016, ketorolac tromethamine (tora dol), naproxen, norethisterone (micronor), paracetamol (tylenol) from (B)(6) 2015 to (B)(6) 2016 and tramadol. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("physical pain/pain"), abdominal pain ("pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and migraine ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric condition: anxiety and mental anguish / psych injury"), hypersensitivity ("allergy: other, allergic reaction"), vaginal infection ("(interpreted as urinary tract infection) vaginal"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and cystitis ("bladder infection"). The patient was treated with ibuprofen, sertraline hydrochloride (zoloft) and surgery (salpingectomy-bilateral, hysterectomy- uterus +cervix , surgical removal of coils and total hysterectomy (uterus and cervix removed),bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, fatigue, nausea, depression, anxiety and migraine outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dyspareunia, urinary tract infection, vaginal discharge, hypersensitivity, vaginal infection, bladder disorder, urinary tract disorder and cystitis had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted : implant date (B)(6) 2015, plantiff previously reported hysterosalpingogram now patient not undergo essure confirmation test. The number of coils right side visualized was 3. Number of coils left side visualized was 2. Discrepancy to be noted: essure confirmation test not done (as per pfs). Received treatment for pain, psych injury, migration and bladder/urinary problem. Previously reported essure removal date provided as : (B)(6) 2016 plaintiff received treatment for pain, abnormal bleeding, fracture/expulsion, migration, bladder/urinary problems. Additional surgeries: tubal ligation, date of additional surgery: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): caesarean section - on (B)(6) 2015: denies ectopic pregnancies.. Candida test - on (B)(6) 2014: candida albicans ¿ positive. Computerised tomogram abdomen - on (B)(6) 2015: bilateral nonobstructing renal calculi. Calcification of the pelvis are presumed vascular given lack of hydronephrosis . Distal ureteral calculus would be difficult to exclude, however.. Computerised tomogram head - on (B)(6) 2016: no acute intracranial findings. Culture urine - on (B)(6) 2014: gardner ella interp ¿ detected megasphaera interp ¿increased. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2015: unremarkable pelvic ultrasound as detailed above.; on (B)(6) 2015: unremarkable pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, nausea, vaginal discharge, migraine, uti, pelvic pain, depression. Lot no: c18717 x2. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events device fracture, bladder problems, urinary problems, bladder infection was added. Updated outcome of event vaginal infection from unknown to recovered / resolved. Cluster ID reporter causality comment was added. On 9-jan-2020: incorrect source documents. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year old female patient who had essure (batch no. C18717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, iodine allergy, bacterial vaginosis, pain, fibromyalgia, polymyalgia, dizziness, sneezing, right sided paralysis, trembling, subarachnoid haemorrhage, hepatitis a, tubal ligation, vascular disorder peripheral, gait disturbance, weakness, cesarean section, chest pain, multigravida, miscarriage and parity 5. Previously administered products included for birth control: ortho micronor from (B)(6) 2013 to (B)(6) 2014, paragard in 2012 and loestrin 24 fe in 2012; for anxiety: zoloft from 2008 to (B)(6) 2013 and venlafaxine from 2008 to (B)(6) 2013; for an unreported indication: vitafol one from (B)(6) 2014 to (B)(6) 2015, caffeine from (B)(6) 2013 to (B)(6) 2013, acetaminophen from (B)(6) 2013 to (B)(6) 2013, butalbital from (B)(6) 2013 to (B)(6) 2013 and pcp. Concurrent conditions included genitourinary tract infection nos, dysuria, vomiting, frequency urinary, back pain, localised numbness, urinary urgency, vaginal discharge abnormality, chills, diarrhea, pyelonephritis, bilateral staghorn calculi, cramp in lower abdomen, fibrosis, salpingitis, pain in extremity, myalgia, nervous system disorder, shortness of breath, neck pain, leukocytosis, autoimmune disorder, rhabdomyolysis, lupus erythematosus, numbness of upper extremities, tingling, flank pain, muscle pain, burning sensation, general body pain, osteomyelitis, electrolyte abnormality and psychiatric disorder nos. Concomitant products included medroxyprogesterone acetate (depo provera) since 2009 to (B)(6) 2015 for birth control and menses irregular, ondansetron for nausea, ciprofloxacin hydrochloride monohydrate (cipro), metronidazole (flagyl) and phenazopyridine hydrochloride (pyridium) for vaginal discharge as well as aciclovir (vilafar), amoxicillin from (B)(6) 2015 to (B)(6) 2016, azithromycin (zithromax z-pak), butalbital; paracetamol (butalbital and acetaminophen), clarithromycin (macrobid) from (B)(6) 2015 to (B)(6) 2016, codeine, difluprednate (prenate), doxycycline hyclate, ethinylestradiol;ferrous fumarate; norethisterone acetate (loestrin 24 fe), fluconazole (diflucan), gabapentin, ibuprofen from (B)(6) 2015 to (B)(6) 2016, ketorolac tromethamine (tora dol), naproxen, norethisterone (micronor), paracetamol (tylenol) from (B)(6) 2015 to (B)(6) 2016 and tramadol. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain abdominal"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and migraine ("migraines / headaches"). On an unknown date, the patient experienced depression ("psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition: anxiety and mental anguish"). The patient was treated with ibuprofen, sertraline hydrochloride (zoloft) and surgery (total hysterectomy (uterus and cervix removed),bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia and dyspareunia had resolved, the dysmenorrhoea was resolving and the fatigue, urinary tract infection, nausea, depression, anxiety, vaginal discharge and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : implant date (B)(6) 2015, plaintiff previously reported hysterosalpingogram now patient not undergo essure confirmation test. The number of coils right side visualized was 3. Number of coils left side visualized was 2. Discrepancy to be noted: essure confirmation test not done (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): caesarean section - on (B)(6) 2015: denies ectopic pregnancies. Candida test - on (B)(6) 2014: candida albicans ¿ positive. Computerised tomogram abdomen - on (B)(6) 2015: bilateral nonobstructing renal calculi. Calcification of the pelvis are presumed vascular given lack of hydronephrosis. Distal ureteral calculus would be difficult to exclude, however. Computerised tomogram head - on (B)(6) 2016: no acute intracranial findings. Culture urine - on (B)(6) 2014: gardner ella interp detected. Megasphaera interp increased. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2015: unremarkable pelvic ultrasound as detailed above.; on (B)(6) 2015: unremarkable pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, nausea, vaginal discharge, migraine, uti, pelvic pain, depression. Most recent follow-up information incorporated above includes: on 6-aug-2019: pfs and mr received: case has became incident. Lot number added. Previously reported event clubbed with new events: pain, pain abdominal, abnormal bleeding(general), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, infection (bladder/urinary tract/vaginal)-uti, nausea, depression, anxiety and mental anguish, vaginal discharge, migraines / headaches, abnormal bleeding (vaginal). Event outcome, event onset date were added. Reporter information were updated, concomitant drugs, patient history, lab data, historical drugs were added. Patient demographics added. Fu 2 and 3 processed together. On 7-aug-2019: pfs received: treatment drug added. Fu 2 and 3 processed together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.